Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported shock was unable to be determined. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: takotsubo cardiomyopathy following mitraclip procedure: focus on.

Event description:
The article "takotsubo cardiomyopathy following mitraclip procedure: focus on" was reviewed. The article presented a retrospective single center study, to evaluate takotsubo cardiomyopathy from an 88-year-old woman who was admitted to the hospital complaining of exertional dyspnea. Devices mentioned include mitraclip. The article concluded that the patient showed hemodynamic stability and was never started on inotropes. Notably, the patient was diagnosed with takotsubo cardiomyopathy on postoperative day 4, in the absence of any specific emotional trigger. [The primary author and corresponding author was giordano zampi at ospedale belcolle hospital institution with corresponding email giordano.zampi@alice.it] as this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(4), unk mitraclip. Peri- and post-procedure complications included cardiogenic shock and medication.